Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the right coronary artery. A 4.00x38mm promus element long drug-eluting stent was advanced for treatment; however, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: promus element, mr, ous 4.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the distal end with stent struts pushed proximally and lifted. The undamaged stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were relaxed. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the right coronary artery. A 4.00x38mm promus element long drug-eluting stent was advanced for treatment; however, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.